Event description:
A customer reported receiving an "incompatible sensor" message with the use of the adc device. Due to this, the customer was unable to obtain readings and experienced weakness, cold sweats, seizure and loss of consciousness, requiring treatment of candy and orange juice provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "incompatible sensor" message with the use of the adc device. Due to this, the customer was unable to obtain readings and experienced weakness, cold sweats, seizure and loss of consciousness, requiring treatment of candy and orange juice provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.